Event description:
It was reported that the patient¿s generator was completed depleted. It was suspected that the generator's battery depletion was premature. A review of manufacturing records confirmed that the generator passed quality control inspection prior to distribution. The records also showed the generator was manufactured using the laser-routing process. A previous investigation showed that the laser routing processing could potentially cause generator to deplete prematurely. The internal programming history database was reviewed. There was not enough data to determine if the rate of depletion was premature. The patient underwent surgery where the suspect generator was replaced. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
Analysis was completed for the generator. Visual analysis of the external generator can found that the generator had tool marks which were likely associated with manipulation of the generator during the explant procedure. Upon receipt it was noted that the generator could not be communicated with due to battery depletion. The voltage of the battery was found to be 0.46v which is too low for the generator to communicate. The printed circuit board assembly (pcba) then underwent electrical testing and failed the testing. A visual assessment on the pcba found contaminates on the trimmed edge of the pcba. Fine grit sandpaper was used to remove the debris. The pcba was then retested and passed the electrical testing. A previous internal investigation found that a manufacturing process used to trim the pcbas could leave excess debris on the trimmed edge which caused probable electrical paths which contributed to premature battery consumption. Based on the results of product analysis it appears that the generator's battery consumption was impacted by this manufacturing error.

Event description:
The explanted generator was received and is pending product analysis.